Event description:
The reporter stated that the product was set to deliver cytoxan (a chemotherapy drug) at an unknown rate. After 10 minutes, the pump alerted air-in-cassette. The rn indicated that there was no visible air present. The infusion was restarted and again the pump alarmed after 5 minutes. The rn noted two small flecks of white particulate in the cassette however the fluid within the bag and tubing was noted to be clear. A new bag of drug was made, rehydration ordered, and the chemo was restarted without any further incidents.